Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the only information obtained is a lot number of 376443398. Because the exact lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that non-target embolism occurred requiring additional intervention. Obsidio was selected for an embolization procedure to treat a splenic artery pseudo aneurysm. Obsidio was injected by hand; however, no filling of the sac was happening. Upon a hard push, obsidio came out in a large glob that was sent to multiple small distal splenic arteries causing non targeted embolism. The microcatheter was removed, with any remaining obsidio, from the patient. A coil was used in place of obsidio to complete the procedure. The patient experienced pain and pancreatitis. The patient was hospitalized for pain control; however, some pain continues post hospitalization.